Event description:
The customer reported that the system displayed error messages and would not perform fluoroscopic x-ray intermittently. No pt injury was reported.

Manufacturer narrative:
The customer declined to have the ge service representative fix the system. No conclusion can be drawn, as repair info is unavailable. The system was tested and found to be working as intended and put back in service.